Event description:
While an employee was removing a tray from a system 1 processor, her arm contacted the base of the aspirator probe. The employee was wearing gloves, but had pushed her sleeves up past her elbows, which exposed her forearm. The employee rinsed her arm with cold water for 15 minutes. Her forearm received four red marks that blistered. She put petroleum jelly on the blisters and folowed up with the facility's emergency room doctor. The employee did not miss any time from work.

Manufacturer narrative:
A steris representative spoke with the affected employee, who stated that she did not follow the system 1 operator manual instructions in regard to the procedures for removing the aspirator probe from the steris 20 sterilant cup and verifying that the cup was empty. The steris representative stated that the system 1 processor was in proper working order. A steris account manager performed in-service training for the hospital staff in 2009. Consumable product.

Event description:
The user facility reported the employee is fine and has no sustaining injuries.